Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The amount of water supplied was insufficient due to clogging of the air/water nozzle. In addition to evaluation in event, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Wrinkles were in the insertion tube. Scratches were found on the operation part. The screw of the right/left angle shaft became loose inside the operating unit. The curved rubber adhesive part was missing. The amount of air supplied was insufficient due to clogging of the air/water nozzle. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. Scratches were found on the tip cover. Switch button 4 was worn out. Scratches were found on the switch box. The suction cylinder was scraped. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. There were scratches on the right/left angle fixing knob. The scope connector label was missing. Scratches were found on the objective lens. Flare occurred due to scratches. Scratches were on the operation unit cover. Scratches were found on the grip. Scratches were on the cap of the forceps stopper. Scratches were found on the universal cord. Wrinkles were observed in the universal cord. Scratches were found on the scope connector. Scope connector label was peeling off. Protector of universal cord on control section side had a scratch. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera gastrointestinal videoscope had poor water supply. The unspecified procedure was completed using the subject device. Although there was a delay, no report of user or patient harm was associated with this event. During incoming inspection, there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility didnot know when the foreign object adhered to the scope. There was no time lag between the end of clinical use and the start of pre-cleaning. The endoscope was submerged in cleaning fluid. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. The endoscope processor (oer) is used for disinfecting.